Event description:
It was reported that a user and a family member called regarding fluctuating blood glucose after a healthcare provider¿approved factory reset of the ilet device, with discussion revealing user-driven overcorrection for lows and use of short-acting sugars rather than longer-acting carbohydrates, and guidance was provided on hypoglycemia treatment and pausing or disconnecting insulin during prolonged physical activity. Symptoms included episodes of hypoglycemia and variable glucose levels. Outcomes included no hospitalization, no alerts or alarms, and blood glucose in range at the end of the call. Investigation included troubleshooting and education on appropriate low treatment strategies and device use during activity. Investigation of this case revealed user technique and therapy management as contributing factors, with the device functioning as intended and the user agreeing to allow the algorithm additional time to stabilize. It was concluded, based on previously established findings for similar reports, that user management of hypoglycemia and activity was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.